Manufacturer narrative:
The product was received following explant due to infection. Visual examination found no malfunctions. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the product.

Event description:
It was reported that the patient presented in clinic with pocket pain and tenderness. Blood cultures tested positive for infection. During revision procedure, purulent discharge extruded out of the pocket. The implantable cardioverter defibrillator (ICD) system was explanted and removed. There were no surgical complications.